Event description:
Pt underwent a placement of implantable cardioverter-defibrillator in (B)(6) 2012. In (B)(6) 2013, while reviewing films from a (B)(6) 2013 cardiac catheterization, a retained object was noted in the right ventricle which appears to be a sheath from insertion of an ICD lead.